Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline in remote smart service, and downloads had stopped. The customer rebooted the machine; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the network disconnect message was observed on the station. A field service engineer (fse) replaced the 25 foot network cable, restoring network connectivity. The fse coordinated with technical support specialist (tss) and verified via remote smart service (rss) that the station was online and fully synchronized. The station was accessed remotely, confirmed free of disconnect or failure messages, and photographed prior to departure. The customer contact was notified that the station was operational, and the system was confirmed ok to close. The system functioned as intended after field service engineer and technical support specialist repaired the device.